Manufacturer narrative:
Product event summary: no eval other description- analysis cannot be completed at this time due to litigation.

Event description:
It was reported that systemic infection occurred, with (B)(6). The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. Antibiotic therapy was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; implant date 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.